Event description:
It was reported that during the troubleshooting for an unrelated alarm on the homechoice (hc) device, the home patient (hp) had disconnected the heater bag. The hp was connected at the time of the event. The technical service representative (tsr) assisted the hp to end the therapy and advised to start over with all new supplies.

Manufacturer narrative:
(B)(4). As the device was not returned for analysis, no evaluation could be performed. Proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide instructs the user that if a bag becomes disconnected during the therapy, the users are to follow the end therapy early procedure. The users are instructed not to disconnect the bags during therapy. A formal review of the label for the product family will be conducted. If additional relevant information becomes available, a follow up medwatch will be submitted.